Manufacturer narrative:
(B)(4). The event date was reported as between (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a radiation sterilized extension set would not flow. It was reported the set would not allow for fluid to flow or flushing. When the extension set was removed the set was able to flush the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however companion samples were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on the samples with no issues noted. Clear passage, pressure and functional tests were performed. There were no defects noted in any of the testing for any of the samples. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.